Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of paclitaxel sets appeared to have air in the line. It was further reported, "air being trapped inside the filter". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, h4 and h6. B3: during follow up it was reported the event occurred april 1, 2020 - april 10, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.